Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma" is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma (late onset).

Event description:
Healthcare professional reported right side capsular contracture, baker grade I, and "lump." Additionally, healthcare professional reported "fluid collection" and "breast nodule." Device has been explanted.